Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9015722. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-01-31. Medical device lot #: 9044712. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-28. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a missing shield was found during use with a syringe solomed 3ml ll 22x1-1/4. The following information was provided by the initial reporter (translated from (B)(6)). "During packaging on the vertapack line on (B)(6) 2019 collaborator punctured the index finger with the needle of the "syringe" accessories. The tip of the syringe was unprotected which caused the accident. At the time of the incident there were two batches of the supplier in the production line 9015722 and 9044712. Immediately the employee was sent to the ambulatory to receive first aid. Perform the investigation for both batches. Customer informed by e-mail that it is not possible to inform which of the two batches is the batch of the complaint (batch responsible for the occurrence), once there were two batches during manufacturing process. The professional received first aid. There was no treatment to the professional. The sample is not available."

Manufacturer narrative:
H.6. Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. No samples / photos were sent by the customer to be able to perform an investigation and determine the root cause for the incident. The manufacturing processes are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that a missing shield was found during use with a syringe solomed 3ml ll 22x1-1/4. The following information was provided by the initial reporter (translated from portuguese), "during packaging on the vertapack line on (B)(6) 2019 collaborator punctured the index finger with the needle of the "syringe" accessories. The tip of the syringe was unprotected which caused the accident. At the time of the incident there were two batches of the supplier in the production line 9015722 and 9044712. Immediately the employee was sent to the ambulatory to receive first aid. Perform the investigation for both batches. Customer informed by e-mail that it is not possible to inform which of the two batches is the batch of the complaint (batch responsible for the occurrence), once there were two batches during manufacting process. The professional received first aid. There was no treatment to the professional. The sample is not available."